Event description:
The surgeon attempted to implant a lens but it broke upon insertion. Was inserted into the eye and removed during the same surgery for another lens. The surgeon stated there was no patient injury. No further info has been forthcoming.